Event description:
It was reported in an article (vesper, j., schu, s., bara, g.a., slotty, p. Successful combination of spg and ons for cluster headache (10315). North american neuromodulation society 19th annual meeting. 2015. 170.) That a dislocation of one electrode was seen, and a technically successful revision was performed. However, the patient reported stable conditions after 6 months with 20 headache days per months. As the patient still remained severely disabled and was unable to work, they considered an additional spg stimulation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).